Event description:
The ventilator was sent to MFR and dist. Because the ventilator shut down many times. "The MFR said that they could not do anything to resolve the problem and that all ventilators will have this problem." In 1995 the MFR sent a memo. To alert the facility and distributor about the problem, but the facility and dist. Never received it. The facility believes that the problem may be within the electrical power at the hosp. The facility does not know what to do anymore.